Event description:
It was reported that the right ventricular (rv) lead was exhibiting a failure to capture and low pacing impedance due to clavicular crush. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.